Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019- 00243 and 0001822565-2019-00244 concomitant medical products: nkii durasul poly patella sz 1, 7mm catalog#: 630107101 lot#: 1641985, porous coated stemmed tibial baseplate left size 4 catalog#: 621200240 lot#: 1575283, natural-knee ii porous coated femoral component catalog#: 621200040 lot#: 1548084. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to patello-femoral pain. A debridement was performed around the patella, and the patella and tibial bearing were removed and replaced. Attempts have been made and no further information has been provided.